Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(6) 2021 device explanted. (B)(6) 2021 device received from (B)(6). Implant site pain was observed following an MRI scan. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. The memory content of the device was inspected, showing a normal device function while implanted and in service. Subsequently, the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction.

Event description:
Pt stated that she recently had a lumbar MRI completed and that during the scan she felt that the device was heating up which caused her significant pain. She continues to complain of pain at the site of the implant. Dr. (B)(6) stated that the appearance and touch of the implant site were normal and that device function was normal as well. It is not known when the MRI was conducted or what type of equipment was used. Should additional information become available, this file will be updated.